Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a rash located in the middle of the back where the therapy electrode pads are. Patient reported it was itchy and had red bumps. It was also reported that the patient sweats a lot when at dialysis. There was no alleged device malfunction. The patient was prescribed a cream by a physician. Patient reported that irritation has improved.